Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Lysis of the 97755 recharger rtm) (s/n (B)(6) revealed a failed t5190 (antenna test temp). Found no issues with finding or charging ins. There were no other issues found. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that when they try to charge they see a system problem rm-03 code. They said this started happening in july when controller screen "went dead and I put in aa batteries in and put the battery pack back in and it started working again and its been giving me this code the past 2 weeks and the last few days I cant fully charge the battery I just get 10 percent charge here and there". Pt says they don't have adaptive stim enabled but thought they were supposed to have it. Pt sees healthcare provider (hcp) next tuesday, and will follow up with them. Pt said they texted rep in july when screen went blank initially and then again yesterday and was told to call patient services (pss) . Pt says recharger cord is not damaged but it does heat up. No symptoms were reported. Additional information was received from the pt. Pt provided the serial number for their controller. Confirmed there were no specific circumstances that lead to this complaint. They confirmed that the charging wire was faulty and a replacement was requested, which did resolve the issue.